Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that increasing the settings had resolved the issue. Patient weight was updated. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported by a family member that the patient doesn't pee on their own, but the first day the device was put in she peed on her own and was very happy, but then after that she can't pee on her own has to be catheterized 2-3 times a day. Caller says that after the implant, the nurse told them that the rep was there and adjusted it and then they gave us them the controller. Caller says they looked at the controller and it was on number 7 and they never touched it again and we haven't seen the doctor since. The caller couldn't specify which date there was a loss of therapy. During troubleshooting the caller was able to sync the implant with the programmer, saw setting of 0.7 v and successfully raised stimulation to 1.0 v. They are going to try this setting to see if helps their symptoms and might call back for further help if necessary. No further complications were reported or are anticipated.